Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2010, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that during an implantable neurostimulator (ins) replacement, there were high impedance >10,000 ohms on contacts 10 and 15 when an impedance check was done with the new battery. They reinserted the lead pins into the new battery several times and got the same results. It likely had been an issue since first implant. The issue was not resolved and the cause was not determined, but it did not affect programming as the patient¿s pain was in the left side and was captured adequately in post-op. No further actions were required. The patient was doing well now with no issues.